Event description:
During routine preventative maintenance the "battery charging low" indicator was displayed and a chattering noise was heard. The problem was found to be due to the converter. This component was replaced and there were no further problems. The console was then placed back into service. There was no pt involvment.